Manufacturer narrative:
The device, intended to be used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the product and reported event or determine a root cause. Probable root cause may be a defective battery in device, leading to overheating. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal reference number case: (B)(4).

Event description:
It was reported that a renasys tch device&power sply when disconnected from the current it appeared overheated and stopped working. No patient harm reported.